Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). Following the insertion of a non-bsc introducer sheath, guide wire, and guiding catheter, a 2.25 x 32 synergy drug-eluting stent was advanced to treat the lesion. However, a significant friction was encountered while advancing the device over the guide wire. The device failed to cross the lesion and eventually became stuck with the guide wire. Subsequently, the synergy stent and guide wire were removed together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.